Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2015, patient was seen in clinic for routine visit. Driveline site had redness and irritation. Appears to have been pulled, patient stated his dog stepped on his abdomen. There was purulent drainage from site when pushed. Culture was sent, and positive for growing staphylococcus aureus. Patient was initially told to increase cleaning and dressing change from daily to twice daily. On (B)(6) patient returned to clinic. Peroxide scrub was added to the dressing change, and he was started on antibiotics for 14 days. On (B)(6) , patient spouse called, stating he had a temperature of 103.2. Patient refused to come to the hospital. Patient was given antibiotics four times daily indefinitely, however, he refused and only taking three times a day. On (B)(6) , wife told vad coordinator patient would only take it twice daily "because it makes him so tired". By the (B)(6) he was not taking it at all, again due to how tired it makes him. Sometime over the weekend of (B)(6) , he again had a fever of 103 f and at the urging of his daughter, patient began taking antibiotics four times daily. Patient agreed to be admitted for fever and driveline infection. Patient¿s blood cultures were positive and patient was started on antibiotics. On (B)(6) patient was again refusing to take antibiotics, so was given doxy to suppress infection. When patient was in follow up clinic on (B)(6) , patient stated he stopped taking the doxy as it caused itching. Patient was again placed on antibiotics twice a day for life. Infection not expected to clear, hope to be able to keep it suppressed with antibiotics. Because driveline infections do not clear without surgery, there were no further cultures done on site. Per clinic notes, patient still with yellow and blood drainage from site on (B)(6) 2015, dressing change included dakin`s solution. No further information received at this time.

Manufacturer narrative:
Corrected. The device remains implanted in the patient and is thus not available for return to the manufacturer. Clinical factors that may have contributed to the patient¿s outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient¿s related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.